Event description:
It was reported that during an afib procedure, a pericardial effusion was noticed and confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and the patient was reported to be in stable condition. Also there was lots of noise from the distal ablation channels was displayed on the carto 3 and ep recording system. The noise issue was resolved by changing the catheter. Additional information was requested, but no response has been received.

Manufacturer narrative:
The concomitant products: carto xp model# m-4700-01, serial # (B)(4); stockert model# m-5463-01, serial # (B)(4); acunav model# m-5723-01 , lot # unknown; lasso variable model# d-1237-01-s, lot # 15712728l. (B)(4).

Manufacturer narrative:
Refer to evaluation summary. (B)(4). It was reported that during an afib procedure, a pericardial effusion was noticed and confirmed by intracardiac echocardiography (ice). A pericardiocentesis was performed and the patient was reported to be in stable condition. Also there was lots of noise from the distal ablation channels was displayed on the carto 3 and ep recording system. The noise issue was resolved by changing the catheter. Additional information was requested, but no response has been received. Upon receipt, the catheter was visually inspected and it was found in normal conditions. The catheter was evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system and no error messages were displayed. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Furthermore, a deflection test was performed and the catheter passed. The returned device was also evaluated for electrical resistance and current leakage and it failed on electrode #2. Further examination revealed that the lead wire #2 was broken. Temperature and generator tests could not be performed due to catheter was already dissected, however the thermocouples continuity and lead wire #1 resistance were taken and both were within specifications. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified.